Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6).

Event description:
Information was received based on the journal article, ¿fixation and osteolysis in plasma-sprayed hemispherical cups with hybrid total hip arthroplasty." The aim of the article is to analyze data retrieved five to twelve years post-implantation for primary hybrid total hip arthroplasty using s plasma-sprayed hemispherical cup. Two hundred thirteen selected patients underwent primary hybrid tha by the senior author. Selection criteria included 3 variables: weight less than 180 lb., age less than 65 years, and a cortical index equal to or lower than 38%. The average follow-up period for the study was 8.5 years. Ten patients identified in the article expired before the five year follow-up due to unknown reasons.